Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during an anterior repair with capio procedure performed on (B)(6) 2020 to treat pelvic organ prolapse. According to the complainant, during the procedure, the dart detached from the suture during deployment of the device. Reportedly, an attempt was made to retrieve the dart. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.